Event description:
Device 1 of 2: reference MFR report # 3006705815-2019-00171. It was reported that patient was experiencing ineffective therapy with their system. In turn, the scs system was explanted.